Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient received inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response where the rhythm moved into ventricular fibrillation (vf) zone and no discriminators were applied. Boston scientific technical services (ts) discussed programming options. Two months later the patient once again received multiple inappropriate shocks for af with rapid ventricular response. Therapy was exhausted in one of the episodes. It was noted that in that episode the rate slowed to not require any additional attempts to shock the patient. At this time the implantable cardioverter defibrillator (ICD) remains in service and no adverse patient effects were reported.